Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 222712 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 222712 and device part number 195-430h / lot 217486. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 222712 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2023. The consumer tested negative on (B)(6) 2023 (type of test unknown). No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3: device discarded; single-use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2023. The consumer tested negative on (B)(6) 2023 (type of test unknown). No additional information, including treatment and outcome, was provided.